Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.